Event description:
The customer reported that their acuity central station system would not boot. This resulted in a temporary inability to centrally monitor patients. The customer reported that there was one pt on the system at the time it went down. They had not issued a pt ID. They reported that there was no pt harm as a result of the system unavailability.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.